Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump and the sensor show incorrect glucose values. Sensor glucose was 40 mg/dl and blood glucose was 100 mg/dl. Sensor has been inserted for a day. Customer does calibrate when blood glucose is stable, three or four times a day. Auto calibration is off. Same issue has occurred with two sensor of the same box. No further information reported.